Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: comparison in clinical outcomes between leadless and conventional transvenous pacemaker following transcatheter aortic valve implantation. Journal of invasive cardiology. 2020. 32(10):400-404. Doi: 10.25270/jic/20.00076. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transvenous and leadless pacemaker implantation after transcatheter aortic valve implantation (tavi). The authors described two patient deaths in the transvenous group; however, the causes of death were unknown and occurred in the six-month follow up period. There were two patients in each group who experienced heart failure rehospitalizations and some with worsening tricuspid regurgitation. One patient in the transvenous group was admitted with a systemic infection with bacteremia (corynebacterium spp) four months post implantation. Repeat echocardiography revealed the possibility of a perivalvular abscess of the tavi valve and prosthetic valve endocarditis was diagnosed. The patient was managed conservatively with antibiotics for four months and discharged in stable condition. There was one atrial lead dislodgement in the transvenous group. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.